Event description:
Pt received walkmed 350vl pump (B)(4) filled with 5fu as usual to infuse over 46 hours. Returned next day with problem; pump sounded funny, so nurse and pharmacist decided to remove bag and give new pump. New pump set at parameters per old pump (volume infused, rate same). Pt returned the following day to disconnect at specified time, however bag still had fluid in it. Provider said to disconnect and not worry about finishing; pharmacist measured volume remaining (25.5ml) out of 138ml total volume. Pt's pump must not have been working for approx 8.5 hours. Pt did not receive total dose this cycle (received 81.5% of dose).